Manufacturer narrative:
(B)(4). A review of the complaint history, instructions for use (IFU), quality control (qc) and a visual inspection of the complaint device was conducted for the purpose of this investigation. The sheath showed elongation of the coils, severe deformation of the material, and slight accordion of the material. It appears as if the sheath were twisted on the distal end, but this could have been caused by the retrieval device, referred to as a "mosquito device." Per qc, inspection for flexor sheath tubing, to insure that there is no coil separation or breakage. All assemblies will are verified to insure the wrap covers the entire length of tubing around the specified mandril. A visual examination for damage is performed. Per qc, final inspection for flexor check-flo ii introducer, also requires inspection to confirm correct size and type of material has been used. An inspection method is used to measure the outside diameter of tubing with calipers. The IFU, lists steps for removing the device from the patient, including "withdraw the sheath and dilator as a unit." Additionally, there are precautions and warnings listed, which include, "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage," and the precaution, "the maximum diameter of the instrument or catheter to be introduced should be determined to ensure its passage through the introducer. All instruments or catheters used with this product should move freely through the valve and sheath. Damage to the valve/introducer may result when the fit is tight." Another precaution listed states, "do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt." Based on the appearance of the sheath and the patient had "heavy calcifications and scare tissue at the puncture zone", it was determined the root cause was related to the device experiencing forces beyond its design and patient anatomy. We will continue to monitor for similar complaints. The appropriate personnel have been notified.

Event description:
During a pta and stenting of the right a.iliaca externa on the (B)(6) male patient, the balkin sheath broke during removal of the device from the patient. The last 20 cm of the sheath was retrieved from the patient by a mosquito device. It was reported the patient had heavy calcifications and scar tissue at the puncture zone and even when placing the balkin sheath, it was not easy, and required a lot of force. The patient did not require any additional procedures nor experience any adverse effects due to this occurrence